Event description:
The patient's right hip was revised because the patient fell and displaced the cup.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 52 cup. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Hospital retained.